Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One 4fr d/l powerpicc provena was returned for investigation. Evidence of use was observed on the sample. The printing on the extension legs was worn. Residue, which appeared to be from a dressing, was observed on the extension legs and bifurcation. Debris was observed on the clamps. A functional test revealed fluid leaking at the distal end of the red luer adaptor. A microscopic examination of the leak site revealed a tear in the extension leg within the distal end of the red luer adaptor that exposed the inner lumen of the catheter. The adjoining surfaces of the torn extension leg revealed a rough and jagged surface. A lot history review (lhr) of rebv0533 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the nurse went to flush the PICC line per protocol. Upon flushing the lumen with the red hub, it was noted that the line was leaking directly below the red hub. Upon inspection, the nurse found a crack below the red hub. No harm to the patient was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One 4fr d/l powerpicc provena was returned for investigation. Evidence of use was observed on the sample. The printing on the extension legs was worn. Residue, which appeared to be from a dressing, was observed on the extension legs and bifurcation. Debris was observed on the clamps. A functional test revealed fluid leaking at the distal end of the red luer adaptor. A microscopic examination of the leak site revealed a tear in the extension leg within the distal end of the red luer adaptor that exposed the inner lumen of the catheter. The adjoining surfaces of the torn extension leg revealed a rough and jagged surface. A lot history review (lhr) of rebv0533 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the nurse went to flush the PICC line per protocol. Upon flushing the lumen with the red hub, it was noted that the line was leaking directly below the red hub. Upon inspection, the nurse found a crack below the red hub. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv0533 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the nurse went to flush the PICC line per protocol. Upon flushing the lumen with the red hub, it was noted that the line was leaking directly below the red hub. Upon inspection, the nurse found a crack below the red hub. No harm to the patient was reported.